Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after two days of open hemicolectomy right surgery, patient have bleeding and pains. Reoperation to finish the fistula in the anastomotic stump with recurrence was done and patient stayed in the hospital for 60 days long. It was also noted that infection was treated with antibiotic and patient undergone blood transfusion.